Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Counterfeit tamper seal was found on pump. Crack was found on right plunger case. Auxiliary control unit watchdog and primary audible alarm post was found in the event history log. Reported problem was unable to be duplicated during power-up test. The root cause of the reported issue was found to be a sympathy alarm in sympathizing the primary audible alarm post. Actions were taken to mitigate the reported issue: replaced speaker and performed maintenance. Replaced right plunger case due to physical damage. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Other, other text: h10 device evaluation: one medfusion pump was returned for investigation in used condition. The reported acu watchdog alarm, along with a primary audible alarm post alarm were found in the event history log (ehl). The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the medfusion pump exhibited an acu watchdog error. No patient injury or complications were reported in relation to this event.